Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Manufacturer narrative:
An event regarding pain was reported. The event was confirmed. Device evaluation and results: inspection of the reported devices could not be performed as no items were returned. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: the product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and adpressed. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is...

Manufacturer narrative:
The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
Additional information received from legal: plaintiff alleges the left abg ii hip implanted on (B)(6) 2011 failed causing pain and elevated metal ion levels.

Event description:
It is reported that: pt is experiencing discomfort while exercising. Pt is also experiencing periodic discomfort and sporadic achiness on thigh and hip area. Blood tests and blood work pending. Pt has elected to receive the authorization form and pt letter but she is unsure if she will release form.